Event description:
It was reported that the lead had small p waves and low impedance. An x-ray showed an insulation breach at the distal end. The lead will be monitored and remains in use. It was noted that the patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).